Event description:
Five days after percutaneous coronary intervention (pci), the patient's anti-platelet therapy was stopped due to an emergent non-cardiac event. Four days later, the patient had an acute myocardial infarction. Angiography indicated that there was thrombus within the stent.